Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the sheath was leaking blood from the hemostasis valve after confirming backflow from the side port tube with a syringe and performing air removal and saline flush. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.